Event description:
This report pertains to one of two devices placed during the same procedure on an unknown date. Associated manufacturer report #3005099803-2012-02706 pertains to the other device. It was reported to boston scientific corporation that the patient visited the hospital due to a fever, and it was determined that the indwelling percuflex urinary diversion ureteral stent was completely occluded. The stent was removed and replaced. Since the stent was occluded, a guidewire could not be inserted into the stent, so it was advanced along the outside of the stent into the target location. The physician believed the stent became occluded due to the patient's condition. This was the eighth stent replacement for this patient. The patient's condition following the procedure is reportedly "good."

Manufacturer narrative:
(B)(4): stent occluded. Although the lot number was not provided, it was reported that the device was not used past its expiry date.